Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a mentor smooth round high profile 310cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round high profile 310cc saline prosthesis on (B)(6) 2018; catalog # 3503310, s/n (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The device history record (DHR) for the lot number 7389570 was reviewed on 8/1/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet.. (B)(4).